Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the device would not remain in safe mode. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the device would not remain in safe mode. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was confirmed by the qa technician through visual inspection. The rear tab on the slip ring was broken off the lever. It is possible the failure was caused by excessive sideload. The handswitch is not a repairable device and will not be returned to the user facility.